Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 19-feb-2022, UDI#: (B)(4) h3:analysis of the lead serial/lot #: (B)(6) identified setscrew impressions between the connectors on the insulation of the lead c onsistent with the lead not being fully seated in the connector block. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID: a51200, serial#: unknown, product type: software. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 19-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floortherapy. It was reported that when increasing stimulation, the patient got a message the system is operating at maximum settings the therapy cannot be increased. The rep stated that she had the patient try to use programs 1-4 and the patient was getting the same message. The rep will follow up with the patient and have them try to use programs 5-7. No symptoms were reported. Additional information was received from the rep: the cause of the operating at maximum settings the therapy cannot be increased was not yet determined, they are waiting for x-ray results to confirm lead integrity. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The rep re-reported the maximum therapy settings and not being able to increase more than 0.2 ma. The x-rays showed that the lead and generator appeared to be intact. However, the caller indicated that the lead had impedances and was going to be replaced. The cause of the maximum settings, was likely that the lead showed impedances of greater than 4000 on all electrodes. The lead was replaced and the physician cut the lead upon removal. The previous lead fracture was mentioned by mobility when directing the caller to technical services. Post replacement the lead impedances were good in (400-800 range), but the caller was still getting a pop-up box with the maximum settings message still present on the app. This was after the caller re-booted the app. The rep was asked to disable all the programs, run an impedance and re-enable the programs. This seemed to resolve the issue. The caller was rushed as the physician was waiting for them to resolve the issue or determine if the patient needed to be taken back to the or. This seemed to resolve the issue as the rep was now able to increase settings without the message. They were in the process of testing all programs.

Manufacturer narrative:
Continuation of d11: product ID 978a128 lot# va27hlt serial# implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type lead product ID a51200 lot# serial# unknown implanted: explanted: product type software h3: analysis results were not available at the time of this report for the lead. A follow-up report will be sent when analysis is completed. H6 coding applies to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.